Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg) readings of 300¿372 mg/dl after eating chinese food and bbq pork. The user was initially unable to proceed with insulin delivery but, after performing four dry runs with guidance from beta bionics customer support, was able to resume pump therapy successfully. No hospitalization or adverse health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.